Manufacturer narrative:
Exemption number: e2015015. The device does not have a 510 (k) but was once improperly sold in us and is being reported since there still are 2 units installed in patients.

Event description:
(B)(4). The dentist reported that the dental implant was removed during its installation surgery because the connection got stuck into it. The patient presented bone type iii.